Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that the basket of a 'ngage nitinol stone extractor' would not open while in the kidney during a ureteroscopy procedure (reference this report). A second 'ngage nitinol stone extractor' from a different lot was used and had the same issue (reference MDR # 1820334-2023-00564). A third 'ngage nitinol stone extractor' was used and the procedure was able to be completed. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The device was returned to cook in opened packaging inside the plastic tray for investigation. Some slight kinking and bending to both the support and basket sheath was visible, however this could be due to how it was placed back in the plastic tray upon return, or damaged during shipment. The basket handle could actuate the basket, but there is some force required and a clicking sound. Same when manually actuated. A review of the device history record found one non-conformance (nc) possibly related to the reported failure mode. The one device was scrapped. However, there was not enough detail in the nc report on the cause of the nc to be able to sufficiently determine if the nc was related to the complaint issue or not. All devices are 100% inspected for proper operation. A lot history search found no other complaints had been reported for this lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. It is likely the device functioned when tested in the laboratory environment, but did not function during clinical use by the user. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of a 'ngage nitinol stone extractor' would not open while in the kidney during a ureteroscopy procedure ((B)(4)). A second 'ngage nitinol stone extractor' from a different lot was used and had the same issue ((B)(4)). A third 'ngage nitinol stone extractor' was used and the procedure was able to be completed. It is unknown if a laser was used during the procedure. It is unknown if the device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = materials management. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device received (B)(6) 2023; pending investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.